Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, during a capture threshold test on the right ventricular (rv) lead, there was a loss of capture and the sensing value was decreased. Diagnostic imaging was performed which revealed a cardiac perforation. The lead was explanted and replaced and the patient was stable following the procedure.